Manufacturer narrative:
A ge service representative was able to consult with the customer over the phone. The customer was instructed to reload the software. This was completed. The system was then found to be operating as intended.

Event description:
The customer reported the systems' monitors failed to display images. No report of patient injury.